Event description:
Pt underwent cataract surgery on 9/19/96, and implantation of a model aa-4203v intraocular lens was attempted bt the surgeon. However, as he inserted the lens into the pt's eye it went through the posterior capsule. The surgeon was not sure if the posterior capsule was torn prior to lens insertion. During explantation the surgeon tore the lens and he performed an anterior vitrectomy. No other surgical procedures were done and no complications were noted.